Event description:
It was reported that during the implant attempt the right atrial lead became dislodged. When trying to reposition, the lead could not be torqued from the appendage to the lateral wall. The lead was not implanted and another right atrial lead was attempted. On the second implant attempt, the helix was deployed approximately twenty times but the lead would not stick to the tissue. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.